Event description:
It was reported that the pump repeatedly shut down, indicating that the insulin cartridge was faulty and needed replacement, despite the cartridge being changed daily for the past five days. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was to receive a replacement pump with updated software, and cts provided instructions for returning the faulty pump and putting it into storage mode. The customer acknowledged understanding the process and would use multiple daily injections (mdi) as backup therapy until the replacement pump arrived.